Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-45892.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a bolus anomaly. The blood glucose reading was 121 mg/dl. The customer stated that for the last few months, he has had to bolus 4 times more than before. He noted that about 6 days prior, his blood glucose reading stayed at 300 mg/dl for 3 hours. He reported that he had changed out the infusion set, still needed to bolus, and received insulin via manual injection. He also noted that he had been eating a new diet of beans with no bread for 2 weeks before receiving his replacement insulin pump. He stated that he felt that the insulin pump was not giving him all boluses. Advised the customer to speak with his doctor about use of manual injections to bring his blood glucose levels down. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.